Event description:
It was reported that no solution would flow through a onelink extension set. This occurred during priming with the device connected to an anesthesia set. The device was able to be flushed with a syringe but still no flow when connected to the anesthesia set. The device was replaced with a new one with no further issues. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. It was visually and microscopically inspected with no abnormalities noted. Flow testing was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.